Manufacturer narrative:
The reported device was not returned for evaluation; however, a receiver ((B)(4), MFR date: 10/01/2012) was returned for evaluation and there was no issue detected.

Event description:
Consumer contacted dexcom to report intermittent audio output. The consumer did not report any medical intervention or injuries.